Event description:
While the bed was in use, the motor allegedly caught fire and caused smoke damage to the home. No injury occurred.

Manufacturer narrative:
A cause and origin expert examined the bed in question. That inspection conclulded that the event was the result of a component malfunction within the electronic bed controller. This is a known issue that was previously investigated and corrected. While this is an unusual event, field action z-0069-2/z0072-2 was initiated in september 2001 to correct field population. The FDA terminated the recall in july 2003.